Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor alarmed with "sensor not available" and when they removed the sensor the cannula was missing. The patient's blood glucose at the time of incident is unknown. The customer was certain that the cannula was not inside of their body. The sensor will not be returned or replaced.